Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. D6: explant date: over a year ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation after the reprogramming. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.